Event description:
Medtronic received information via a patient advocate call to technical services that four years following implant of this annuloplasty ring in the mitral position, the device was explanted secondary to a ruptured chordae. The device was replaced with a non-medtronic mechanical valve. No adverse patient effects were reported. Return of the mitral ring has been requested.

Manufacturer narrative:
Multiple attempts to obtain the product have been made, however the product has not been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was explanted due to ruptured chordae. It was not reported whether the device caused or contributed to the ruptured chordae. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.